Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Loose acetabular shell.

Manufacturer narrative:
An event regarding acetabular loosening involving a trident shell was reported. The event was confirmed. Method & results: -device evaluation and results: the returned device looked intact and showed biological fixation. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "the primary harm involved is aseptic loosening of the acetabular component in a right and left tha performed one year apart in a young male with an occupation requiring heavy repetitive lifting. No information is provided to determine the primary cause of the aseptic loosening of these acetabuli. There is no evidence that the cause is directly related to the implant or its manufacturing. Photographs of the acetabular shell, 6.5 cancellous fixation screw, ceramic liner and ceramic femoral head retrieved at the time of revision of the right total hip were reviewed. These demonstrated apparent gross metal transfer on both the ceramic liner and femoral head. It is not known whether these are artifactual from removal of these implants or a surgical finding. No evidence of gross wear, destruction or breakage was evident. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the reported event could not be determined because insufficient information was provided. Further information such as surgical implant records from the surgeries, pre- and post-op x-rays/imaging from the index and revision surgeries, laboratory reports, microbiology reports & additional pathology reports are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened.

Event description:
Loose acetabular shell.

Manufacturer narrative:
Corrected data: implant date.

Event description:
Loose acetabular shell.